Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the lens was difficult to advance within the cartridge, and a fracture of one haptic was identified. The surgeon completed the procedure on the same day. There are two medical device reports associated with this report. This is 2 of 2. Additional information has been received stating the lens was taken out from the cartridge, there was no impact on the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.